Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a right total knee replacement, surgeon reported what she believed to be a hair molded into the implant. Due to sterility concerns, the implant was not used. Another implant was immediately available. Rep reported there was no surgical delay.

Manufacturer narrative:
An event regarding foreign matter observed on a triathlon insert was reported. The event was confirmed through the return of the device. Additional information, including images of the product in its sterile packaging would be required to determine the root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a right total knee replacement, surgeon reported what she believed to be a hair molded into the implant. Due to sterility concerns, the implant was not used. Another implant was immediately available. Rep reported there was no surgical delay.